Event description:
It was reported that the device was used during a laparoscopic nissen fundoplication procedure. The new (1) 1seal tore after approximately four instrument exchanges. The auto suture endostitch was withdrawn after the first insertion. The (1) modified 511o tore after approximately seven insertions of various graspers. There was a leakage of pneumo.